Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one each hydro gw std s 150-035; returned coiled, loose, accompanied by the labelled mylar film from the packaging pouch and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented skive/cut damage to the polymer jacket material in a proximal to distal orientation scattered over the distal 28.2cm with jacket removal over the distal 16.50cm, exposing 16.45cm of the metallic core wire. The specimen also presents a reducing radius bend over the distal 15.50cm and kinks/bends located 21.0 to 21.0cm, 28.0 to 28.1cm, 36.0 to 55.6cm, and 61.8 to 61.9cm from the distal tip. The reducing radius bend damage over the distal 15.5cm is indication of tensile loading as the wire was withdrawn against resistance as noted in the complaint narrative. The presence of kinks/bends with skive/cut damage at or near the inner apex of the kink bend damage suggests the damage occurred during manipulation of the specimen wire within the patient. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu) warnings, "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval.", and "manipulate the zipwire hydrophilic guidewire slowly and carefully in the urinary system while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the zipwire hydrophilic guidewire without fluoroscopic confirmation may result in perforation or trauma of the linings or associated tissues, channels, or ducts. If any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." The dfu precautions also indicate "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have impacted on the event as reported. If any further relevent information is provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
This medwatch report is a follow up to update the following sections based on additional event information: a3-patient gender, b5-event information, h6-patient code.

Event description:
Aware date of (B)(6) 2020 for additional information indicating that part of the guidewire detached inside the patient and that it was retrieved. No patient injury or complications during or after the procedure. On (B)(6) 2020, it was reported that the clinical specialist confirmed that there were no additional procedure to remove the detached fragment.

Manufacturer narrative:
This medwatch report is being filed based on the results of the image analysis, which revealed skive damage to the polymer jacket material. The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The customer supplied image presents apparent skive damage consistent with manipulation within a metal cannula or needle. The image also presents bend damage consistent with ductile tensile loading. As noted in the device instructions for use (dfu) warnings, "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval." The dfu precautions also indicate "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors may have impacted on the event as reported. The patient was reported to be under 18 years of age. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Event description: during the procedure, when removing the guide a lot of tension is observed of the tissue, when performing the extraction is evidenced a peeling on the coating. It comes out split in two parts, guide and coating.